Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. The customer was instructed to attempt troubleshooting steps, which were unsuccessful, leading to a decision to replace the out-of-warranty pump. The customer opted for manual daily injections as a backup therapy and agreed to send their insurance card pictures, while a new tandem pump was being processed.